Event description:
It was reported that there was a problem with volume accuracy test. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. D9: 21-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the reported problem could not be confirmed. The probable cause of the reported issue was unknown. However, as contamination was present, preventative measures were taken by replacing the expulsor and latch/lock.